Event description:
The customer reported, the system had a poor image and the image did not rotate. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep cleaned the bearing on monitor the rotation. He also checked the tracking and resolution to specification. The event did not occur during procedure. The system is operating as intended.